Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient an elevated blood glucose (bg) level of 540 mg/dl with extreme thirst associated with an alleged history/settings issue. The reporter stated that they believe a setting in the pump was incorrect but does not know which setting and will contact the patient¿s healthcare provider for information. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that an unspecified history settings issue occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged history/settings issue.

Manufacturer narrative:
The reporter contacted animas again and provided additional information. The reporter stated that they believe a setting in the pump was incorrect but did not know which setting. The reported was unsure if high the bg was related to the patient¿s infusion sets or the pump and requested troubleshooting. During troubleshooting with customer technical support (cts), it was revealed the user was not cycling cartridges per instruction for use, however trouble troubleshooting could not be completed because the user was not available therefore it could not be determined if not cycling cartridges was the cause of the high bg level. There was no troubleshooting performed on the pump to determine if the pump was delivering within industry standards. The reported inquired if the alleged history/settings issue could be related to an insulin on board (iob) feature or possibly a pump setting; the reporter was educated that the iob feature of the pump could not cause an elevated bg. The reporter stated that they will contact the patient¿s healthcare provider for additional information.